Event description:
On 03-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt acl tightrope rt mesh came locked. This was discovered during an acl knee - screw/button fixation procedure with no patient harm reported. There was no delay in the procedure and no additional anesthesia was administered. The patient's bone quality was reported to be excellent.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.